Manufacturer narrative:
H3 and h6 - evaluation codes: updated. Device evaluation: one device was returned for investigation. Visual inspection noted no abnormalities in the appearance of the product. The customer's reported problem, there was a numerical abnormality, was not verified by functional testing. The complaint was not confirmed. The cause is presumed to be a malfunction in the sensor probe that was being used at the same time. No repairs required. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The device passed all functional tests after repair.

Manufacturer narrative:
B3: date of event is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a numerical abnormality. The event occurred during patient use, and unknown patient harm/adverse event reported.